Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio identified that the device requires replacement of the system pcb to resolve the reported issue. Due to part obsolescence the device cannot be repaired and the customer was notified.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was failing the energy output test.